Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, air supply pressure and flow were insufficient due to a failure in the regulator unit being faulty. The cause of the faulty regulator unit could not be identified. In regards to the pressure and flow dropping after half hour of use. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: city: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the air supply pressure and flow were insufficient due to the first regulator unit being faulty. However the allegation regarding the pressure and flow dropping after half hour of use was not confirmed. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit air supply pressure and flow were insufficient and dropped after half an hour of use. The issue was found during use in a laparoscopic surgery and it was completed with a similar device. There were no reports of patient harm associated with the event.